Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 1627487-2019-10538. Related manufacturer reference number: 1627487-2019-10539. It was reported the patient experienced ineffective stimulation resulting in progression of patient's pain. As a result the patients entire system was explanted on an unknown date.